Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they did allege insulin pump was under delivery. Customer's blood glucose was 300 mg/dl at the time of incident and current blood glucose was 274 mg/dl. Customer¿s other blood glucose was 359 mg/dl, 236 mg/dl and 200 mg/dl. The customer treated with insulin pump. Customer using auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined to perform the high pressure test. The customer troubleshoot was performed. The insulin pump will not be returned for analysis.